Manufacturer narrative:
Based on available data, the reported issue could not be confirmed or further investigated. It should be noted that delays may be encountered, and could result from server issues or poor network coverage in the medical facility. A software upgrade was deployed on 27 october 2022 and improved performance related to the smartview remote monitoring website.

Event description:
Reportedly, more than a minute was needed to display a patient file on the smartview remote monitoring website after clicking on an alert.